Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgical director reported that during creation of the bed in the right eye, there was an unexpected release of suction. The vacuum was then recalibrated, and the suction ring was reapplied. The surgeon proceeded to create the corneal flap without complications. The procedure was successfully completed and there was no impact to the patient. No further information is expected.